Manufacturer narrative:
Evaluation conclusion: the reported event of heat was not duplicated during the manufacturer device evaluation; however, the service technician found the motor was corroded. The presence of a corroded motor assembly may cause or contribute to heat. The motor assembly was replaced and the device was returned to the manufacturer's stock.

Event description:
It was reported by the customer that the device was running hot during testing at the user facility. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by the customer that the device was running hot during testing at the user facility. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.